Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058151r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown morphine (10mg/ml, 0.480mg/day) via an implantable infusion pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the "pump is ineffective," and the patient did not think therapy helped him. The pump would be explanted in the next 6 weeks. The hcp was putting saline in the pump and wanted to bridge out the morphine. The patient reported "years of inefficacy" and wanted the pump removed. No mechanical issues were found on interrogation; all reservoir volumes were consistent. Regarding the cause of the ineffective pump, it was stated that no cause was determined; no mechanical issues were suspected.